Manufacturer narrative:
Date of event: unknown. The awareness date has been used for this field. (B)(6). Bd received photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes were in the wrong shelf packaging. No serious injury or medical intervention reported.